Event description:
The patient called lfs alleging that their one touch ultra meter was prompting the three dashes. Patient also reported that the meter had lost the data stored in the memory. The patient reported that at some point their neighbor walked in and found patient when patient had been vomiting, perspiring profusely and passed out. The neighbor called 911. The emt administered insulin prior to taking patient to the hospital. Patient was treated with insulin at the hospital to stop the vomiting. Patient was released the following day. The patient requested a refund rather than a replacement as patient has purchased another meter. The customer service rep walked patient through resetting the meter and the three dashes (---) reappeared. Senior medical affairs representative mailed a letter since the patient could not be reached. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. It is unknown if the patient attempted to test on the day of the incident and how long the meter issue existed. Based on the information available, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.